Event description:
A pinhole leak in catheter resulted in extravasation near cuff.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, and the cause appears to be user related. A small slit in the circumferential direction was found in the d/l tubing 1.5" distal to the cuff. The slit allowed fluid to leak from the venous lumen when the catheter was pressurized. It appears that the tubing was punctured with a sharp object, such as a needle or scalpel. The surface of the tubing within the slit was noted to be glossy and striated, which is indicative of sharp instrument damage. A chr was not completed since the lot information was not provided by the complainant.